Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, dexcom technical support advised the patient to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.